Event description:
A report was received about an a 2000 mayfield skull clamp. The report was described as follows: "there were problems to release the patient's head. The rocker arm had movement (no patient injury). The rocker arm horizontal movement mechanism disassembled itself when trying to turn the screw to release the patient's head. The lock seems to work in a strange way." There was no information about whether the surgery was prolonged as a result of this event.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.